Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es label printer was not working and not printing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the zebra printer was not printing. A field service engineer identified that the issue stemmed from a setting that the customer did not enable, which prevented the label printer from functioning. After confirming the settings were correct, the user verified the device was fully operational. The system functioned as intended after the field service engineer repaired the device.